Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4338239. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: the needle did not retract when the safety was activated risk for needlesticks. Additional info: 05/23/2025 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There are no current adverse event or injuries reported. When you pressed the button, did the needle fully retract? The needle did not fully retract until pulled out of the plastic catheter did the needle retract slower than normal? Yes, the needle stopped retracting and was stuck in the plastic catheter. Did the needle start retracting and then stop, leaving the needle exposed? The needle started to retract and then stopped while in the catheter. Was not exposed. Did the needle not move at all after pressing the button? It moved halfway down did the button depress? Yes.